Event description:
On 11/5/97, blood was noted in the gas tubing. The pump was put on stand-by and the cardiologist on call was paged. The cardiologist removed the iab and a second iab was inserted. (On 11/11/97, datascope also received the mandatory medwatch form from the distributor; uf/dist report number: 2026191-1997-0045). On 11/20/97, datascope was notified that the iab was discarded and would not be returned for evaluation. (Event complications: none from the event - reported 11/17/97.) (Pt's current status: unk - rpt'd 11/17/97)